Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the temporary pacemaker was removed. Once transferred to the intensive care unit (ICU), complete heart block (chb) and cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was performed and the temporary pacemaker was placed, however the patient expired. Per the physician, the cause of death was the complete heart block (chb).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.